Event description:
The customer called to report that the drive support cap was protruding from the case. The customer stated that it had been like that for years, but never experienced a problem. Advised the customer that the insulin pump would need to be replaced. The reported blood glucose reading at the time of the call was 267 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump returned with protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.